Event description:
It was reported that the power module had a broken connector. The unit was taken out of service to be repaired.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: the primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power module (pm) ((B)(6)) was confirmed via testing of the returned product. The power module was returned to the pleasanton service depot for analysis. Upon visual inspection damaged housing near the patient cable connector was observed, confirming the reported event. Preventative maintenance was performed, and the unit was returned to the customer. Log files were not submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient involvement and patient details); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. In addition, it was found during investigation that there was damage to the main pcb: of note, when initiating commands while connected to a mock circulatory loop, the pm was slow to accept or initiate these commands. The issue was isolated to the main print circuit board (pcb). The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.